Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer obtained a "strange" result for a pregnant patient tested for crep2 creatinine plus ver.2 (crep2) on a cobas integra 400 plus, so the customer repeated 20 patient samples that had been tested for crep2 within a 3-day period. The customer initially provided erroneous high results for 2 patient samples. The erroneous results had been reported outside of the laboratory. Patient 1 initial crep2 result was 141 umol/l. On (B)(6) 2018 the sample was repeated and the result was 88 umol/l. Patient 2 initial crep2 result was 118 umol/l. On (B)(6) 2018 the sample was repeated and the result was 56 umol/l. The customer provided data for an additional 3 patient samples where the crep2 results were erroneously high: on (B)(6) 2018 patient 3 had an initial crep2 result of 89.0 umol/l. The repeat result was 69.0 umol/l. On (B)(6) 2018 patient 4 had an initial crep2 result of 97.3 umol/l. The repeat result was 59.6 umol/l. On (B)(6) 2018 patient 5 had an initial crep2 result of 115.5 umol/l. The repeat result was 83.4 umol/l. The doctors were called back and the repeat results that were believed to be correct were provided. It is not known if an adverse event occurred. There was no allegation that an adverse event occurred. The crep2 reagent lot number was 317742. The expiration date was not provided. Qc results were acceptable. The integra 400 plus is a new system at the customer site; the customer has been using it for approximately 2 weeks. On 09-mar-2018 the field service engineer (fse) visited the customer site where contamination testing was being performed. Additional discrepant results were obtained: the initial result crep2 result was 106 umol/l and the repeat was 85.9 umol/l. The initial result crep2 result was 120 umol/l and the repeat was 67.5 umol/l. The initial result crep2 result was 121 umol/l and the repeat was 41.7 umol/l. Investigations are ongoing.

Manufacturer narrative:
The high crep2 results are most likely related to cholesterol reagent carryover. The investigation was unable to determine a definitive root cause for the reagent carryover.

Manufacturer narrative:
The customer noted they were having issues with crep2 results when they removed all extra wash cycles and when the sample was also being tested for cholesterol as the sample is processed for cholesterol and then processed for crep2. The customer has since removed all the extra wash cycles and changed the order so the sample is processed for crep2 and then cholesterol. The customer had indicated that all results were ok after they made that change. However, on (B)(6) 2018, the customer had an additional discrepant result for crep2: the initial result was 93.2 umol/l and the repeat result was 49.6 umol/l.

Manufacturer narrative:
1. It appears that adding an extra wash cycle after the cholesterol test resolved the erroneous creatinine issue based on the customer¿s observations. Have your firm confirmed this problem? The extra wash cycle (ewc) resolved the issue for the customer. Yes, we have confirmed this problem. Further investigation is also ongoing internally. 2. Is this extra wash cycle a mandatory or optional feature added onto the analyzer and is it added by the user or by a fse (field service engineer)? Currently, the extra wash cycle is not mandatory. A field corrective action is being planned to add a mandatory extra wash cycle for all the steps of the crep2 test. 3. Please explain this correction and preventive step in details since we are not familiar with this extra wash cycle procedure. Did your instructions for use or operator manual include this information, if so, please provide a copy? The probes of the integra 400 plus are washed with cleaning solution before each step of the crep2 test. This is before the pipetting of the r1 reagent, the sample, and the sr reagent. The attached cobas integra 400 plus operator's manual pg g-71 extra wash cycles.jpg defines how to program an extra wash cycle. However, the special wash is not defined as required in product labeling for the crep2 test. 4. Please explain if a customer runs a cholesterol test before a creatinine test (crep2), how likely will they be getting a false high creatinine result due to the cholesterol reagent carryover? Please explain in details when you would observe this type of carryover and the frequency of occurrence. The latest in-house experiments indicate that the carryover will only occur if a test containing dextran sulfate (e.g. Hdlc4, hdl cholesterol) is pipetted, followed by chol, and then by crep2 and if the reagents of those tests are all pipetted with the same probe (hdlc4-chol-crep2). 5.what other tests/analytes and instrument platforms might be impacted by this reagent carryover? Other tests do not seem to be impacted by this issue. Crep2 is a very sensitive test with a low signal height. Therefore, it is more susceptible to this issue. The cobas c 501 and c 601 systems are not affected. However, the cobas c 111 is also impacted by this issue. Other instruments are currently being tested. 6. Please describe how users are expected to mitigate the erroneous creatinine results and how they can detect this before reporting the results out of the lab, since quality control is not going to detect this problem. The erroneous creatinine results can't be detected since they are not flagged. It can be detected only by repeating the test or by knowing the medical history of the patient. Extra wash cycles for sample, sr reagent and r1 reagent before the crep2 proved to be successful. A field corrective action is being planned to add a mandatory extra wash cycle. 7. Have roche determined a corrective action or a preventive action about this potential reagent carryover and notify all the customers about this problem? What actions has your firm taken to address this problem? A CAPA has been opened and investigations are still ongoing. A field corrective action is being planned to add a mandatory extra wash cycle. 8. Have you received any other similar complaints regarding this issue over the past 2 years? If yes, how many complaints and please provide a brief summary? Please provide a trending analysis for this problem if you have one. Roche diagnostics has identified 14 complaints in the last 2 years that are attributable to this issue. During the period 01-jan-2016 through 31-aug-2018, roche diagnostics sold 314 million crep2 tests. - attachment: [cobasintegra400plusoperator'smanualpgg-71extrawashcycles.jpg].

Manufacturer narrative:
The customer has added an extra wash cycle after the cholesterol test and has not had any additional discrepant crep2 results.